Event description:
It was reported that (1) device was used during a gastric procedure. It was reported by the affiliate that the tlc75 instrument did not cut or staple. There was no consequence to the pt.